Manufacturer narrative:
Service representative talked to customer in biomedical about the problem stated. Customer confirmed system is producing radiation. Customer was going to discuss the situation (no parts available from ge oec) with reporter in surgery. Determined the problem to be the relay power pcb is knocking the 24 volt power supply down to 6.6 vdc. Customer will order the board from parts source.

Event description:
Customer reported that the system boots up but when exposing = no image and dose ramped to maximum.